Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The user report could not be confirmed. The unit passed all functional inspection according to the technical guide. The unit ran for two hours without powering off and was tested with 180 and 190 series scopes. Minor cosmetic wear and tear was identified on the device. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
It was reported that during preparation the front light panel of the evis exera iii xenon light source flickered and then it turned off. As reported by the customer, there was no patient involvement or impact to patient care due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 6 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely a turret error or a device guide error occurred due to a temporary turret or accidental failure of the slider switch, the front panel blinked, and the problem was resolved afterwards.